Event description:
Physician reported right side silicone extravasation and silicone in axillary nodes. The lump has been present for a couple of years, may be enlarging. Silicone implant rupture & seroma bia-alcl. Device remains implanted.

Manufacturer narrative:
The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone extravasation and silicone in axillary nodes, silicone implant rupture & seroma bia-alcl.